Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It reported the patient programmer (pp) was "touchy". The caller stated they check the ins battery with the pp and the ins showed 50%. The caller stated the patient used the pp on button and then used the orange check mark and the pp went to a menu. The caller saw on and ok during the call. The caller then mentioned seeing a screen with a question mark when using the pp antenna. Patient services attempted to walk the caller through the use of the pp without the antenna and the caller stated seeing the warning screen to replace the pp batteries the caller stated they replaced the pp batteries "not too long ago". The caller stated they did not have any other pp batteries to try at the time. The issue with the pp being "touchy" was understood to be poor communication and the pp batteries not lasting long. The caller stated the patient's recharger was "touchy" and sensitive to the patient only getting 6-8 coupling bars at an exact spot. The caller stated they were unable to get ins to charge past 50%. Patient services attempted to further clarify if the caller meant the ins wouldn't charge past 50% due to poor coupling and the caller continued to state the insr seemed "touchy". The caller stated the patient would sit for an hour and a half when charging and the ins did not get past 50%. It was understood the patient was referring to poor coupling as the issue with the insr and due to poor coupling, the patient was unable to get the ins battery past 50%. Patient services attempted to further clarify the issue and troubleshoot however the caller mentioned "other people" having "these problems". Patient services attempted to clarify these problems and people alleging complaints but the caller did not wish to answer the questions therefore, the equipment was not further troubleshooted. The callers stated they "never understood" what screens meant that came up on the equipment. The caller stated it was difficult to use the equipment when they did not know what the screens on the equipment meant. No out of box failure was reported. A replacement patient programmer was sent. No medical/therapy problems, symptoms, or complications were reported or anticipated.